Event description:
It was reported that it doesn't charge the battery. There was reportedly no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site, ran the battery operational test and did not confirm the reported problem since the battery successfully passed operation test. The device remains at the customer site and no further evaluation is warranted at this time.